Event description:
This patient was undergoing coil embolization within the anterior communicating artery aneurysm, which measured (dome, sac, neck size were 3.6mm, 4.1mm, 3.8mm). Prior to use, the coil was noted to be stretched when the physician checked it in the saline. The second coil was advanced through the prowler 14 microcatheter (mc), but he did not like the shape of the coil. He then manipulated the coil in the aneurysm sac several times, and he found that the coil was stretched. There was some tortuousity. The physician felt resistance while advancing the coil through the y-connector. (The y-connector was being secondary used). It appears the physician was trying to make better shape when the coil stretched. There was a one to one relationship between the coil and delivery tube and was verified with fluoro prior to repositioning. The stretched coil removed from the mc without difficulty and tried not to pull out all the system. The procedure successfully completed. Continuous flushing was maintained; he followed the IFU exactly, except he checked the coil in the saline. Every time the physician uses coil during the procedure, he checks the coil in the saline because he is worried about early detachment. An envoy 6f mpd 100cm and an agility 14 and synchro 14 were used. Also, mc used was prowler 14 x 90, excelsior 10 x 45. (He performed double catheter technique.)

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete. Please note additional information will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR. Report #1058196-2008-00093 & 1058196-2008-00094.